Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross access solution kit was selected for use. When this device was inserted into the sheath after replacing with a 6fr short sheath, the tip of the sheath was slightly torn, so it was replaced, but the same issue has occurred for the second time. Resistance was felt when inserting the versacross sheath after replaced from short sheath. Regarding the rf wire, a kink has occurred when unpacked. The procedure was completed using different sheath and a rf needle. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.